Event description:
The pt called lifescan and alleged the one touch basic enhanced meter had multiple issues. The meter would display clean test area about every 3rd time, at times an error (can't remember what) would appear, not enough blood message, and the optic area did not look like the picture in the manual. A medical professional was contacted for advice and no treatment given. The customer care rep replaced the meter due to the optic issue, so the other issues were not pursued in troubleshooting.